Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was discarded at the facility. The instructions for use (IFU) warn do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. The IFU also cautions the device is a delicate scientific instrument and should be treated as such. Note: guidewires that supply more stiffness near the distal tips are recommended. Note: always wipe down the guidewire with sterile heparinized normal saline prior to loading the catheter onto the guidewire. Caution: never advance the imaging catheter without guidewire support. Caution: never advance or withdraw the imaging catheter without the imaging core assembly in the most distal position. Caution: never advance or withdraw the imaging catheter without direct, fluoroscopic visualization. Caution: never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this portion of the guidewire may not follow the guidewire when it is retracted and cause the guide wire to buckle into a loop. The catheter may then drag along the inside of vessel and catch on the guide catheter tip. If this occurs, remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported that post-procedure of a pci [percutaneous coronary intervention] during removal of the catheter from inside the body, some resistance was met. The inner catheter (drive cable, etc.) Was removed from the connector and the outer catheter was cut at the proximal shaft. A 0.025" gw [guidewire] was inserted into the distal outer catheter from the cut proximal shaft and removed them as a system from the body. The patient's treatment was completed by the procedure. No damage was observed during prep. The wire got stuck during removal and the wire was deliberately cut to facilitate removal via the 0.025"guidewire. No surgical or medical intervention was required. Patient's condition is stable. Vessel: location: lcx #13, occlusion: 90%, tortuousness: moderate, calcification: severe, plaque: yes, isr: no, catheter approach: from radial this event is being reported because additional intervention was required to remove the device.